Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the popliteal artery. A 4.5x120mm supera peripheral self-expanding stent system (sess) was implanted at the target lesion, after which, imaging noted an unknown substance inside the stent. Several unsuccessful attempts were made to remove the substance, so it was decided to explant the stent. There was no adverse patient sequela and no clinically significant delay in procedure reported. The patient was taken to surgery for treatment of the lesion. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that after stent implantation interaction with the implanted stent and/or other devices resulted in the reported tip separation/noted tip jacket and inner member separations. The treatment appears to be related to the operational context of the procedure as several unsuccessful attempts were made to remove the tip, so it was decided to explant the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 medical device problem code 2895 - removed.

Event description:
Subsequent to the initial emdr report, the following information was received: it was reported that the procedure was to treat a mildly calcified lesion in the popliteal artery. A 4.5x120mm supera peripheral self-expanding stent system (sess) was implanted at the target lesion, after which, imaging noted that the tip of the supera device separated and was inside the supera stent that was implanted in the anatomy. Several unsuccessful attempts were made to remove the tip of the supera device, so it was decided to explant the stent. There was no adverse patient sequela and no clinically significant delay in procedure reported. The patient was taken to surgery for treatment of the lesion. No additional information was provided.